Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The event date is estimated.

Event description:
It was reported the patient has pain at the ipg implant site. Surgical intervention may be pending to address the issue.